Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called back repeating information from previous call and that they still need help setting their frequency higher. Patient mentioned that they have made multiple attempts but ended up turning off their device; patient added they started on group a. Pt noted that they want their frequency set higher and faster; patient requested someone to help them change their frequency and that they would like to set up an appointment. Patient stated they have worked with manufacturer representatives (rep [s]) and that they have been going to the hospital for therapy so they should be able to set up an appointment. Agent sent an email to the field.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt mentioned they wanted to change the frequency of their paresthesia because the rate they had currently was uncomfortable and felt like a hammer - pt stated frequency(rate) caused them to get a jolt every 1/2 second and therapy was uncomfortable. Pt stated therapy was so unpleasant that they had turned therapy off and had not had therapy on for 4 days. Pt mentioned the stimulator had been a disaster since they first got it. Pt mentioned they were in group a and pt was hesitant to switch to group b because group b was really bad. Patient stated they were having trouble with the frequency and they couldn't set the amplitude and frequency.